Event description:
Caller reported the t:slim x2 pump's battery would not charge and the screen was dark, making it unable to turn on. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different charging cables and adapters, all of which failed to resolve the issue. Technical support decided to replace the pump, ensuring insulin delivery would continue through multiple daily injections as backup therapy. The replacement pump was sent with updated software, and training was made available in the tandem source account. Customer was instructed on steps to return the defective pump.